Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a customer called saying a patient that received a phio in october (which was removed within 24hrs) came back to the ed in january complaining of shoulder pain. They did an x-ray and saw a 19mm x 3mm object in the proximal humerus. The nurse who inserted the device stated that the insertion was normal; the driver died upon insertion, so she completed the insertion manually. The notes from the nurse who removed the device did not notate anything about the tip of the needle missing. It was later reported that there was difficulty removing the device. It is unclear if she said the needle was bent on removal but did not say anything about a missing needle tip. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Follow up information indicates that the needle tip was identified as a teleflex device and it was removed from the patient under local anesthetic in a physician's office.